Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the foley catheter was placed and the water was injected into it, the water leaked from the shaft just after placement. It was unknown if water leaked or urine leaked and there was no balloon rupture or tear. Per follow up via ibc on 28dec2021, the catheter had only leakage. The cause for the leak, catheter replacement and whether it was urine or water leak was unknown. Per follow up via ibc on 06jan2022, the water leaked during inflation and it leaked only from the shaft area of catheter.

Event description:
It was reported that when the foley catheter was placed and the water was injected into it, the water leaked from the shaft just after placement. It was unknown if water leaked or urine leaked and there was no balloon rupture or tear. Per follow up via ibc on 28dec2021, the catheter had only leakage. The cause for the leak, catheter replacement and whether it was urine or water leak was unknown. Per follow up via ibc on 06jan2022, the water leaked during inflation and it leaked only from the shaft area of catheter.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 samples were confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging) used two-way foley catheter with inlet tubing. Visual inspection of the sample noted inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and observed leak in the catheter shaft using a pin gauge measuring (0.011"). The pin hole distance measuring (0.3915") from the bifurcation. This does not meet the specification "shaft shall be free of kinks, cuts and tears surfaces." A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: [warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter." The actual/suspected device was inspected